Event description:
Two point of care results (poc) were higher than expected for patient in light of treatment. Confirmation dot on strip was checked prior to testing and was not blue. The vial and the glucometer were tested with quality control material (qc). The low control test failed twice. A new vial and meter were used for poc test and the blood glucose test was within expected range. Second person went to perform qc on original meter, at that time remaining strips were noted to have a blue confirmation dot.